Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant report and the implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2006 - the patient was diagnosed with a rectocele and enterocele. The patient underwent repair of the enterocele and rectocele with implant of a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Event description:
As reported on 01/26/2017, the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2006 - the patient was diagnosed with a rectocele and enterocele. The patient underwent repair of the enterocele and rectocele with implant of a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum based on additional medical records that have been provided by the patient's attorney. (B)(6) 2009: the patient was diagnosed with posterior mesh erosion and underwent a partial removal of the bard/davol flat mesh and the surrounding eroded tissue. (B)(6) 2011: the patient had an office cystoscopy performed due to complaints of several occasions of hematuria. A urine cytology was performed, benign and a urine culture was negative for infection. (B)(6) 2011: the patient presented to the md office for possible infection. Patient complained of chills and pain with urination. Patient also complained of pressure with urination and vomiting. Patient was prescribed an oral antibiotic and her urine was sent for a culture. Patient was advised to present to the ER if her temp spiked.

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided from medical records received. Currently, it is unknown whether the bard/davol flat mesh device may have caused the reported event. The information provided notes that on (B)(6) 2009 the patient underwent a partial removal of the bard/davol flat mesh and the surrounding eroded tissue. However, the cause of the erosion is unknown. In addition, the provided medical records note that on (B)(6) 2011 the patient had an office cystoscopy due to several occasions of hematuria, at which time, the urine culture was negative for infection. The cause or possible cause of the hematuria was not indicated in the provided medical records. On (B)(6) 2011 the patient presented for possible infection and was treated with oral antibiotics. The information did not indicate there was any involvement of the mesh; however, the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ there are no medical records provided beyond this time; therefore, the patient's clinical course is unclear. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.